Event description:
It was reported when using the bd pyxis¿ medbank tower the station screen is flickering. The customer reported that this malfunction occurred during the dispensing of medication. There were no delay or adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one (aio) was flickering. A field service engineer (fse) inspected the station and confirmed no issues were found. The customer successfully logged in and reported no problems. The system functioned as intended after the field service engineer inspected the station.

Event description:
It was reported when using the bd pyxis¿ medbank tower the station screen is flickering. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.